Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the intensive care unit following a cardiac arrest that occurred at a rehab facility. Upon interrogation of the implantable cardioverter defibrillator, polymorphic ventricular tachycardia with variable amplitude and several episodes that were untreated due to undersensing. The patient suffered an anoxic brain injury. It was decided to proceed with ¿do not resuscitate¿ status and withdrawal of care. The device was deactivated. The patient was unstable.